Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on historical data, the reported event may be may be related to the improper opening of the polyfoil pouch. Past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, with no device return the exact cause of the reported event cannot be definitively determined.

Event description:
The user facility reported that the bypass tube on the angio-seal device was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. The bypass tube was left in the pouch. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a ppi (percutaneous peripheral intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no blood loss. There was no heath damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section and provide the completed investigation results. (B)(4). One 8fr angio-seal sts plus device was returned for evalution. The carrier tube assembly was received with the bypass tube completely detached. No other accessory components such as the polyfoil pouch were returned. Visual inspection revealed that the bypass tube was completely detached from the main body of the carrier tube assembly and the anchor was exposed. No other visual anomalies were noted with the returned components. The inner diameter of the bypass tube at the distal end and the outer diameter of the bypass tube head at the proximal end were measured and were confirmed to meet manufacturer specificatons. There is no evidence that this event was related to a device defect or malfunction. Past complaint history has shown that the incomplete opening of the polyfoil pouch may result in the displacement of the bypass tube. However, as the polyfoil pouch was not returned, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
It was initially reported that the actual device was not available for evaluation, however, the actual device has become available and has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.